Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 479 mg/dl with polyuria, polydipsia and shortness of breath associated with the time/date reset. This malfunction is being ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient was taking a steroid for asthma. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the black box showed that the pump was manually suspended on (B)(6) 2016 08:19. A manual time change was then made from 08:36 to 20:36. A pump reboot occured at 20:49. When the pump was powered back on, the time/date reset to default setting; deliveries resumed at (B)(6) 2016 22:44. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs; the bench testing confirmed when the battery was reinserted after 6hrs without power, the time and date reset to default setting. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and the internal battery was observed to be leaking. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. The returned battery cap had stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.